Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix retracted and bent, tissue visible inside helix. Damaged at implant attempt. No further helix testing possible. Concomitant medical products: a7700-21 valve, implanted: (B)(6) 1993. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, an right ventricular (rv) lead was attempted but not used. The physician noted that the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.